Event description:
It was reported that during intervention to the distal, left circumflex with moderate calcification and 95% stenosis, the lesion was predilated with 1.5 and 2 mm non-abbott dilatation catheters. The 3 x 23 mm xience v rx was unable to cross the lesion. On advancement, the shaft of the device broke into 2 pieces outside of the patient's anatomy. All parts of the device were removed manually without consequence. The lesion was again predilated with a 2 mm non-abbott catheter and another 3 x 23 mm xience v was successfully deployed to complete the case. There were no adverse patient effects and no clinically significant delay reported. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon and on the stent implant and contrast in the inflation lumen. This is consistent with preparation and suggests advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The distal end of the tip was stretched and three kinks and a bend were noted in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube and jacket were separated at the distal end of the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separating and the jacket was stretched at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. In this case, the shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint handling database for the reported lot did not reveal any other incidents reported for shaft separations for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.